Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was flickering. A root cause could not be identified. Based on the results of the investigation, the most probable cause of camera does not generate an image on the monitor and image was flickering due to deformation of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited camera does not generate an image on the monitor. The issue was found during inspection for use of the device. There was no patient involvement.